Event description:
Customer reported that after they "inserted a test strip, the meter sparked and caught fire." There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This report serves as a correction report and additional information. On the initial report it was reported that the meter had been requested back for an investigation. However, the customer had already disposed of the meter according to case information. This information was inadvertently omitted from the initial report.

Manufacturer narrative:
Although the customer reported that upon test strip insertion his meter had caught on fire, it should be noted that the meter's only source of power is a 230 milliamp (mah) lithium (coin cell) battery. Lithium batteries typically have high internal impedance, limiting their maximum current to surprisingly low values, which by their own specification do not have the output necessary to have the meter catch on fire. Per adc internal quality system procedures, in the absence of objective evidence that eliminates an abbott device as causing or contributing to the following malfunctions or effects (i.e. Evidence of fire, visible smoke or fire) are always reportable. Adc was unable to obtain objective evidence to exclude our device prior to the reporting deadline. However, the only energy source is the coin cell battery, and as stated above there isn't enough energy in it to produce the damage reported by the customer. There is no indication in our tracking and trending of complaints or any of our other established quality system processes to indicate there is the type of product problem as alleged by the customer. The meter has been requested back for an investigation. The battery will not be returned as it was disposed of by the customer. A follow-up report will be submitted once additional information is obtained. The device manufacture date is unknown. The date is the date the complaint was received by customer service. All pertinent information available to abbott diabetes care has been submitted.